Manufacturer narrative:
The "serious injury" was selected under type of reportable event due to the patient was under general anesthesia for 30min while the troubleshooting occured.

Event description:
The patient was scheduled for an ablation procedure. The patient was placed on the table and general anesthesia was administered. During set up of the niobe system, an error occurred while attempting to home the system. The site contacted the remote service center for troubleshooting. A series of troubleshooting activities were attempted, and after 30 minutes, the magnetic procedure using the niobe system was abandoned, and the physician opted to perform the procedure manually. The patient had no injury, however was under general anesthesia for 30 minutes while the troubleshooting occurred.